Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported an error message "blade was exposed" and seal faulted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified one homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm4. The root cause is attributed to bent knife cable. The instrument was found to have two error ¿22024¿ ¿grip torque is outside the expected range on universal surgical manipulator (usm4) based on log review. Error code 22024 log_strong_grip_low_torque was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Grip force test was not performed due to bent knife cable as the cable could not be retracted back.

Event description:
Refer to h11 for follow-up information.